Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent the concurrent procedures of cystourethroscopy and transurethral coaptite injection on (B)(6) 2009.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to dropped bladder. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient had a hysterectomy in 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.